Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient walked through a security screening device at their grocery store on (B)(6) 2019 and they felt a strong zap in their groin and felt like they were electrocuted through their body which they noted was very painful for them. It was reviewed with the patient the recommendations to turn stimulation off before passing through security screening devices. The patient was upset that no one had informed them of these recommendations prior to their implant. Patient services reviewed the guidelines and they mailed a manual to the patient. There were no further complications reported.